Event description:
The pt underwent a femoral thrombolysis procedure in 2000. The pt returned to the cath lab the next day for post-thrombolysis angiograms. Following the procedure, the physician attempted to close the arteriotomy site using a tsl 6 fr. Closer device. A cuff miss occurred. The physician attempted to park the foot by lowering the lever, but was unsuccessful. After repeated attempts to lower the lever, the physician applied force, successfully parked the foot and removed the device. A large piece of clot was noted on the foot of the device. A second device was inserted and another cuff miss occurred. Once again difficulty was encountered parking the foot. Once again the physician applied force, parked the foot and removed the device with a piece of clot attached to the foot. A 7fr. Sheath was inserted and the pt was transferred to the hospital ward where they were diagnosed as having a coagulopathy disorder. The pt came back down to the cath lab three days later, where add'l angiograms were performed. A closer was inserted to close the arteriotomy. The device was successfully deployed. However, difficulty was encountered parking the foot. The foot was parked and the device was removed with a large clot attached to the foot. The hospital lab confirmed that the "clot" was indeed fibrinous material, and not arterial wall. The pt was taken to surgery for femoral artery repair. Field reports indicate the radiologist determined that the pt's coagulation disorder was the cause of the incident and this event was not caused by the closer.